Event description:
It was reported by the customer in the (B)(6) that during a shoulder labrum fixation procedure on (B)(6) 2022, it was observed that the gryphon br w/ proknot device failed. According to the report, after successful insertion of the gryphon anchor, the surgeon tested for and acquired good fixation in the glenoid. It was reported that the surgeon successfully created the proknot and while splitting the permacord sutures to lock the knot, there was a pull-out of the permacord suture. It was reported that after examination, they saw that there was no damage to the suture. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l81961), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.